Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and sometimes difficult to read the screen as well as insulin pump did not always give warnings when battery low and shuts off had impacted therapy. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states the battery life had diminished from the first day of receiving the insulin pump and had crack on the back on the reservoir housing. The insulin pump will not be returned for analysis.